Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles and also there are secondary findings excessive dirt. The device was scrapped. There was no report of patient injury or harm.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.